Event description:
It was reported that this patient has leads from another manufacturer implanted, that are connected to this pacemaker. The minute ventilation (mv) signal was sensed for less than a second. At that time, the pace impedance was found to be out of range. This occurred several times, which disabled the mv sensor. The field representative attempted to recreate the signal, with no success. The mv sensor was kept off and the accelerometer was programmed on, instead, with no issues. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
Additional information indicated that the evaluation conclusion code was updated.